Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 months. The device was not explanted and therefore not available for evaluation. A correlation between the device and the reported intraparenchymal bleeding could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a large right parietal intraparenchymal hemorrhage. The patient called the office with reports of slurred speech and left sided weakness. The patient went to his local emergency department and was then transferred to the implanting center. When the patient arrived at the implanting center, he was intubated and paralyzed. The patient had been on a steady anticoagulation regimen. The admission inr was 1.9. The patient expired on (B)(6) and the pump was not explanted.